Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) during a ventricular arrhythmia. It was also noted that the rv lead triggered a lead integrity alert (lia) for an elevated sensing integrity counter (sic) and two or more non-sustained ventricular tachycardia episodes. It was further reported that the left ventricular (lv) lead triggered an alert for a high, undefined pacing impedance. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.